Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip "scissored" when the doctor fired it. It was an intermittent fault. The other clips worked well and then all of a sudden it pushed out one that scissored. The doctor squeezed the device fully on each firing. There was a total of four clips that "scissored" like in the image provided. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Based on the photographic evidence and the ability to replicate similar failures, the belief is that the cause of this complication may have been excessive force applied to the device jaws during firing and/or firing over another clip.